Event description:
A nurse reported that vitreal traction was becoming more noticable during a vitreoretinal procedure. The surgeon suspected that the vitrector was not cutting while the aspiration was continuing. The issue was resolved by replacing the vitrector and the surgery was completed without any further issues. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
A product sample has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).